Manufacturer narrative:
Final analysis found the reported field event of no wireless communication was confirmed in the laboratory. Upon receipt, analysis of the device image determined loss of wireless communication was caused by an internal error during initialization which was reproduced via firmware download. The reported wireless communication issue is consistent with hardware anomaly of the wireless module.

Event description:
New information on (B)(6) 2018 stated that the pulse generator was explanted and replaced on (B)(6) 2018. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the implant procedure. Upon interrogation, the pulse generator could not be interrogated by the radio-frequency telemetry. Several attempts have been done but the communication was only possible with the wand. No other intervention was performed and the patient was stable throughout the whole procedure.

Manufacturer narrative:
Correction for the 1st supplemental medical device report: should be updated to (B)(6) 2018. Serious injury should be selected.

Event description:
New information also stated that the software downloading was performed to recover the rf function on (B)(6) 2018, however, the communication still could not be established.